Event description:
Ongoing covid mask mandate aggravates my chronic migraine headaches and associated symptoms. Unable to wear mask for more than a few minutes before feeling increased head pain, dizziness, nausea, suffocation, faint; choking, closed throat, brain fog, imbalance while walking, panic. This mandate has ruined my life, i.e., cannot board a plane to see my only living relatives. Have tried many types of product to no avail. Please migraineurs need a medical exemption from this cruel mandate. Note: in (B)(6) 2019 just before the shutdown/mask mandate I travelled cross-country round trip on a packed plane and never caught covid. Have not been ill (other than migraine) for decades. FDA safety report ID# (B)(4).